Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn lcd lens, cracked battery door, bubbled dso seal, scratched dso sensor, and a cracked battery compartment. Functional testing was able to be duplicated. It was determined that an intermittent air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an air in line error. The event occurred during testing, there was no patient involvement.